Event description:
Reporter intially noted vacuum was not working in two cases same day. Cases prolonged due to malignant glaucoma attack. Pt 1 of 2: additional information noted case stopped after phaco. Intravenous administration of mannitol; waited 40-45 minutes, and finished I/a after delay. Completed case without further problem. Pt outcome reported as excellent.